Event description:
The customer reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The customer was advised to ensure the wall adapter was plugged into a working outlet for at least 30 minutes to start charging, but this did not resolve the issue. Subsequently, the customer was informed they would receive replacement charging supplies, including a new cable and adapter, distributed via two-day shipping. Until the new supplies arrive, the customer was instructed to rely on other insulin delivery methods if the pump's battery depletes.